Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the lens and buttons to their harmonyair a-series 4k camera module had detached during a patient procedure. No report of injury or procedure delay.